Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient left a message for animas stating he experienced a blood glucose (bg) value in the 500mg/dl range and was hospitalized for 3 days. The issue reportedly occurred in (B)(6) 2012. The patient reportedly resumed insulin pump therapy once he was released from the hospital and then removed himself off the pump on (B)(6) 2013 and used insulin injections for treatment. There was no additional information available for this complaint. It was noted that customer support (cs) has made several attempts to contact the patient and was unsuccessful. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. It is not clear whether or not the pump caused or contributed to the reported event.